Event description:
It was reported that the user experienced hyperglycemia after midnight while using the ilet, with a reported peak blood glucose of 349 mg/dl and no alerts or alarms from the system. Symptoms included elevated blood glucose without acute complications. Outcomes included user-initiated back-up therapy with a 20-unit subcutaneous insulin pen injection and temporary removal of the ilet for two hours. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed that the cause of hyperglycemia was unclear, and the infusion site was not inspected or changed at the time of contact, so a device-related malfunction could not be confirmed. It was concluded that the event involved hyperglycemia of unclear cause with no reported injury or medical intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.